Event description:
The customer reported that a homechoice displayed an alarm indicating that the solution had been overheated during peritoneal dialysis. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device history log review, event history log review, and service history review revealed no issues related to the reported problem. The device was visually inspected and underwent funcitonal testing with no issues noted.